Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that an s3 alarm occurred during a patient transport within a hospital. The customer stated that while transporting a centrimag venovenous extracorporeal membrane oxygenation (vv-ECMO) patient, the centrimag console was plugged into a battery backup/power strip device. The s3 alarm did not resolve when they plugged the battery backup device into a hospital emergency outlet. The customer was advised to discontinue the use of the power strip and to switch to another centrimag console and motor that was plugged directly into a red hospital ac power outlet. The customer stated that they did not want to switch to another device at this time as the patient was considered a do not resuscitate (dnr) and that somehow switching to another device would be a problem. Several hour later the customer switched to another centrimag console yet continued to use the battery backup/power strip device and the 2nd centrimag system also displayed an s3 alarm.